Manufacturer narrative:
Since the original report was filed, the investigation has concluded. The fluoroscopic imaging shared by the medical center and the data log review revealed the pump was improperly positioned. The cause of the kinked pump and it's necessary retrieval, was the improper positioning of the pump while advancing the pump. The failure was use related. The failure mode will be monitored and trended.

Manufacturer narrative:
This file is being submitted as part of a retrospective review of historical records after which medical safety has updated the report type. Corrected information for the initial MFR 1220648-2021-01208 was provided in sections b2, b5, h1, and h6. Note: corrected information provided in h6 is an addition to previous coding.

Event description:
The procedural outcome noted that the patient expired. Medical safety review of the event noted use of the device cannot conclusively be associated with the outcome (patient's demise).

Manufacturer narrative:
The investigation into the kinked pump and necessary snaring is on-going at this time. Upon completion of the investigation, a final report will be filed with root cause.

Event description:
A patient was admitted with known coronary artery disease suffering from an acute myocardial infarction. The team performed a cardiac catheterization and place an impella cp for hemodynamic support and planned for transfer to the tertiary medical center. Upon removing the sheath and advancing the impella cp pump, the pump kinked upon itself. The team had to snare the product out via the previous radial artery access. After successfully snaring, the pump was explanted and a new impella pump was placed.